Event description:
It was reported that the device was being used with a non-abbot introducer and the balance middleweight universal ii (bmwuii) guide wire was noted to have a gap/flattened area approximately 50 cm proximal from the tip. The device was not used. There was no reported patient involvement. No additional information was provided. Return device analysis revealed the teflon coating was scrapped but was not flaking/peeling [this was most likely what was described as a 'gap/flat' area on the guide wire].

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for analysis. The gap/flattened section was unable to be confirmed however there was teflon scraping which likely is what was meant to be reported. Based on a visual and functional inspection, and chemical analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue.